Event description:
Our affiliate is reporting that during the device's second use, the instrument released some small metal particulates in the patient's knee during a meniscus resection. There is believed to be a risk of metallosis due to the implantation of foreign matter.

Manufacturer narrative:
The complaint device was received and evaluated visually. It was observed that the inner tube of the shaver was very scratched along the full length of the blade (from the body to the head). According to the fms r&d engineers, this can be attributed to misuse. They attempted to stimulate the failure with a new test blade and a tornado handpiece. The failure was reproduced by applying a strong bending force on the blade for several seconds. In conclusion, we believe this phenomenon to occur as a result of as applying excessive mechanical force to the blade or lack of liquid during use. It was also observed that the metal on the head of the blade is deformed due to shock. The engineers hypothesize that the blade has been in contact with a metallic item. Furthermore, a batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any kind for this lot of 950 devices that were released to distribution. Therefore, the devices overall failure is determined to be a user technique issue.